Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. A complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Visual examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Double-bend height was measured to be within specification.

Event description:
It was reported that the patient presented in clinic experiencing palpitations. Device interrogation revealed that the left ventricular (lv) lead failed to capture even at high output. Fluoroscopy confirmed that the lv lead was dislodged. The lv lead was explanted and replaced. The patient was in stable condition.